Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician could not introduce the guidewire into the lead after several attempts. The lead was not used, and "anther" lead was implanted. No patient complications have been reported as a result of this event.